Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. The sample was indicative of sample with a low viral load near the limit of detection (lod) of the assay. Cn-638110.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. During review of customer-provided data it was noticed that discordant results were between the seegene platform and the c6800, it was found that a sample had a positive result with the cobas liat scfa test that was discrepant compared to the negative result obtained with the c6800 sars-cov-2 test. This sample also had a positive result with the seegene platform which correlates with the scfa test result. The seegene platform CT values for e and n genes (35.3 and 35.12 respectively) where the cobas® 6800 sars-cov-2 test generated negative results and do not detect e and n genes. No patient details were made available, and no harm or injury was indicated. No information on sample collection or handling was provided. The investigation to assess the customer allegation has not yet been completed.